Event description:
The clinician contacted arrow clinical support (acs) advising they had a pt with a 40cc iab but the pump was reading 30cc on the screen. Clinician stated they could not increase to the proper 40cc. Connector to the console was correct. Acs had clinician turn pump off and disconnect and reconnect helium connector. The pump then properly read 40cc. Clinician stated that per strips, pump was pumping at 40cc at beginning of shift. At some point during night, pump switched to 30cc. Clinician noted that during night, balloon pressure waveform had artifact and loss of augmentation was noted on ap waveform. Artifact was noted on plateau pressure and basline pressure. Clinician also noted there was a general power loss in ICU during night and they were on emergency power for 4 hours. There was also trauma to power cord as it was run over by a heavy piece of equipment. Pump was working properly and receiving power from socket. Balloon was scheduled to be discontinued in am. Arrow clinical support (acs) advised clinician that if pump changed volume again, they should send it to clinical engineering. Later that day, after speaking w/arrow field service (afs), acs contacted the clinician and asked that the pump be exchanged. Pump was exchanged and sent to biomed. There were no reported pt complications. Afs evaluated the pump. They could not duplicate the problem. The front end board was replaced as a precaution.